Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage on the electrode causing it to become stuck to the blue spring pad on the opposite side of the jaw. The electrode was detached and sterilized, and thermal damage was observed. There were no pieces missing from the electrode. The instrument was unable to be tested for energy delivery due to the cord being returned cut.

Manufacturer narrative:
The synchroseal has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the white pieces of the inside of jaw of the synchroseal instrument were falling off into the patient during the case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed at the time the device fragment fell inside the patient was dissection. It is unknown what the surgeon believed was the cause of the instrument break or the fragment falling inside the patient. It is unknown how long the instrument had been used prior to the issue. The surgeon noticed that pieces were falling off into the patient during the procedure. It is unknown if the instrument collided with any other instruments or other hard material during the surgical procedure. The instrument was removed during the surgical procedure prior to the breakage, with the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The staff didn't feel any resistance upon removal of the instrument through the cannula, and no damage was noted to the cannula after the event occurred. It is unknown if the surgical staff noticed any damage to the instrument after the event occurred. The fragment was retrieved using another instrument. All fragments were retrieved, and it was visually confirmed by the surgeon. No additional surgical procedure was required to remove the fragments. No post-surgical tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. The instrument is available for return; however, the fragments retrieved would not be sent back with the returned instrument. No images were available for review.